Event description:
Fox hollow atherectomy catheter opened to sterile field. Item declared to be defective per surgeon and was not used at all on patient. No patient injury. A second device was opened and used without incidence.